Manufacturer narrative:
The device was returned to a zoll authorize service provider for evaluation. The customer's report was not duplicated. However, review of the device activity logs did observe a device reset. The multi-function cable gasket was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device would restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient, the device would restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.